Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Brush heads come off the original head and toothbrush - oral-b [device breakage] case narrative: consumer via e-mail reported that the oral-b toothbrush heads came off the original head and oral-b toothbrush handle. No injury was reported. 24-apr-2024 follow up via digital safety assessment survey: consumer was a 50-year-old female. No injury was reported. 02-may-2024 follow up via e-mail: the suspect product was oral-b power oral care refills crossaction eb50. The concomitant product was oral-b rechargeable toothbrush handle 3766. The concomitant product lot number was 2bb00342127. No injury was reported.